Manufacturer narrative:
Updated fields: d4 expiration date, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the tip at the distal end of the cutting knife melted, and it was missing. Based on the results of the investigation, it is likely the following led to the malfunction. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation, cut / pulse cut, forced coagulation. Observe the following warnings to supply optimum energy according to the situations of the incised tissue. Otherwise, there is a risk of perforation or bleeding caused during or after the procedure. Be sure to follow up the prognosis after procedure to confirm that there is no irregularity with the patient. Also, if the temperature of the cutting knife increases suddenly, it may drop and cause mucous membrane damage. Do not set the output value of the electrosurgical unit too high or too low. Do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. When a high-voltage waveform has to be used, minimize the duration of current application. Do not allow the activation time to be too long or too short. Do not give a continuous cut to the tissue. If the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation. Do not use this instrument with burnt tissue adhering to the cutting knife or tip. Use the instrument after removing the burnt tissue adhering with a lint-free cloth. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) of the stomach procedure, the subject device stopped coming out from the distal end after about one hour. After that, the procedure was completed by replacing it with a competitor device. There were no report of patient harm.

Manufacturer narrative:
Corrected field updates: d4 lot#, h4. This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.